Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01986, 0001825034-2021-01987, 0001825034-2021-01989. Medical products: item#: fpd20, peg driver fast 2.0mm; lot#: dbw271660; item#: fpd20, peg driver fast 2.0mm; lot#: 284671; item#: fpd20, peg driver fast 2.0mm; lot#: 284671; item#: mqc, handle mini quick connect; lot#: 879284. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure the instrument fractured during removal.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01986-1; 0001825034-2021-01987-1; 0001825034-2021-01989-1. Lot 284671: sem analysis of the peg driver sample showed that it suspected to have fractured due to bending overload. Eds semi-quantitative elemental analysis of the peg driver sample showed that it was consistent with 440 stainless steel. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.